Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no display on the monitor. There was no adverse patient impact reported.

Manufacturer narrative:
.